Manufacturer narrative:
UDI: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 10 months. The patient remains ongoing on heartmate 3 lvas. A direct correlation between hm3 lvas and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 that patient was admitted for gi bleeding. The patient was instructed to present to the emergency room and was found to be guaiac-positive with a hemoglobin of 6.1. The patient was administered 1 unit of packed red blood cells (prbcs). The patient underwent egd/colonoscopy observed hiatal hernia and a single gastric polyp, but no apparent source of bleeding. The patient remained in hospital until inr was therapeutic and was discharged in stable condition on (B)(6) 2018. No further information provided.